Event description:
The suspect device result was 311 mg/dl. The user went to the ER and was admitted for observation. Their glucose was 160 mg/dl on a hosp meter. Controls were not used. The device was replaced and requested to be returned for evaluation.